Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: defective needles. Customer returned the item to the warehouse. Dc advised to create a cif.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: defective needles. Customer returned the item to the warehouse. Dc advised to create a cif.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1213809-2023-00065 is a duplicate of 2243072-2023-00226 this supplemental is to cancel MDR 1213809-2023-00065.